Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation was performed and the report states that the coupling screw ((B)(4), lot #4818089) was received with the knurled knob separated at the distal side tube union. Weldment remains intact but weldment to the threaded insert is not. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The tube length shows considerable roll marks and scratches consistent with heavy use as well. The distal threads are suitably worn but intact. The device was manufactured on 8/2004 and is over 9.5 years old. Breakage of the helical blade coupling screw likely came about from the repeated hammering described as part of the technique ((B)(4)) guide to insert the helical blade. It is apparent that the returned device was repeatedly struck off angle and without being fully seated to the helical blade inserter¿s proximal face leading to the breakage. Drawing 357_377 rev.j was reviewed and determined to be suitable for repeatable design, application and dimensional conformity. The device is over 9.5 years old and shows evidence of being used / hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be suitable for the intended use and therefore the complaint is invalid with respect to design. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system. Placeholder.

Event description:
It is reported that the helical blade coupling screw came apart during surgery. No surgery impact. The surgery was not delayed due to the event. This is report 1 of 1 for complaint (B)(4).